Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Upon testing, intermittent or no capture was observed. The lead was reprogrammed and the patient was feeling pacing stimulus as a result of the rv lead adjusting. The lead was later replaced. No further patient complications have been reported as a result of this event.